Manufacturer narrative:
(B)(4).

Event description:
The patient went under the procedure of total esophagectomy with cervical anastomosis. The status of all the lights were lighted correctly and as intended. They performed 4 firings in the stomach with 4 loading units. The device fired the full linear range of the reload. When they went up to the larger stomach curvature to perform the cervical anastomosis, they observed that the stapling line was not correct. The second and third firings on the staple line were completely open. The firing in the smaller curvature was correct. In this case, the failure was found in the larger curvature which was the one they were going to use to do the anastomosis. The device reloads were correctly placed on one side but not in the other. They corrected this problem by suturing again the mayor curvature in a lower area by using another manufacturer's device from the competence. Patient status is correct. Surgery time was delayed by more than 30 minutes but the patient had no bleeding, no tissue loss or damaged, no adverse event reported. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 2 and one endo gia adapter standard opened by the account. This evaluation was based on a technical and medical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle or adapter. Codes from the handle were observed indicating that an excessive force was encountered during firing. No functional abnormalities were noted for the products. A review of the device history records has been performed for all potential lot information provided by the account. This review confirmed that the products were released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.